Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced a high blood glucose of 285mg/dl due to insulin flow block on (B)(6) 2026. The high blood glucose event lasted approximately three to four hours. The patient received treatment with insulin via pump, after which the event resolved. No further information is available.